Event description:
On (B)(6) 2011, a distributor in (B)(6) contacted allen to report an out of box issue with a c-flex moving during testing - following the incident reported on MDR 1221538-2011-00014. There was no pt involvement with this unit, the distributor reported.

Manufacturer narrative:
There was no pt involvement with this out of box complaint - the unit was sent back for eval and it was determined that it did not pass the maximum rated load test. When the investigation by our engineering group is completed, a f/u report medwatch report will be completed and submitted.